Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2022. The device evaluation was completed on (B)(6) 2022. The product was returned to biosense webster (bwi) for evaluation. Visual inspection, dimensional inspection, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). After the valve was removed, the dilator and a good known lab sample catheter were introduced through the sheath and resistance was felt. No obstructions were detected. The dilator outer diameter was measured and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. This product issue will be addressed through bwi¿s quality system. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation. Initially it was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium dilator was not advancing through the sheath during preparation, met resistance, prior to use in the patient. The sheath was exchanged for another vizigo to continue the procedure successfully. Additional information was received. The resistance did not cause damage to either the sheath or the dilator, but made it impossible to insert the dilator into the sheath. The event was assessed as not MDR reportable for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2022, the hemostatic valve was dislodged inside the hub component. . The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was (B)(6) 2022.